Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) stated he was still connected to the machine. The baxter technical service representative (tsr) had the hp cycle power to se 2367. The tsr had the hp cycle power to press go to start and disconnect. They removed the cassette to discard the supplies. The tsr explained the alarm and assisted the hp to clear the alarm. They advised them to contact the nurse. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were no patient extension lines being used and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the nurse on (B)(4) 2012, and she was not aware of the patient having had that alarm. She would discuss the alarm with the patient the next time she sees them. As far as she knows the patient has been completing therapy successfully. Product surveillance received a call from the hp on (B)(4) 2012, and he was able to complete therapy the next day with new supplies. He just ended his therapy that day when he had the alarm. He did not notice anything unusual with any of the previous supplies. Since then he has been completing therapy successfully.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.